Event description:
It was reported that the customer had a button error alarm occur without pressing any button on the insulin pump. Customer's blood glucose was 11.2 mmol/l. Insulin pump will be exchanged.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had an unresponsive esc and act buttons due to corroded keypad traces. No button error alarm noted. The insulin pump was unable to perform displacement test due to unresponsive buttons. The insulin pump had a cracked lcd window, cracked reservoir tube lip, minor scratches on lcd window and cracked case on display window corners.